Manufacturer narrative:
Sensor replacement alert was displayed to the user on (B)(6) 2026. The sensor was returned for further evaluation. The in-house test showed that the returned sensor experienced a led short. The system's self-test functions worked as intended by disabling the sensor due to the detected performance failure and by triggering the sensor replacement alert. A sensor replacement was offered to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.